Manufacturer narrative:
The stent delivery system was returned for analysis. The device was received with the stent protector and product mandrel inserted. A visual examination of the stent found no issues with its profile. The ro markerbands were examined and there was no damage noted. The tip of the device was examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that stent damage occurred. A 20x2.50mm promus premier stent was selected however during unpacking of the device while outside the patient's body, it was noted that the stent was malformed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 20x2.50mm promus premier¿ stent was selected however during unpacking of the device while outside the patient's body, it was noted that the stent was malformed. No patient complications were reported and the patient's status was stable.